Manufacturer narrative:
The reported event of iui corrosion file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. An investigation can¿t be performed using the site visit alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported biomed has observed cracks and corrosion on iui connectors and attempted to clean the corrosion using an ultrasonic washer. No patient involvement was reported.